Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection of the device revealed damage to the grommets.

Event description:
It was reported during the implant procedure that there was atrial noise noted. The lead was removed and inserted into the connector block many times. A new device was used and no issue with noise was observed. The device was not implanted. No patient complications have been reported as a result of this event.